Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of recurrent abortion (3), gravida ii (2), parity 2, multi gravida (5), asthma, thyroidectomy and appendicectomy. As concurrent condition the report mentioned hyperthyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia (" joint pain"), pain in extremity ("plantar pain"), headache ("disabling intense headaches"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and dyspareunia ("intense dyspareunia"). The patient was treated with surgery (laparoscop. Removal of essure: cornuectomy,bilateral salpingectomy (B)(6) 2023, total hysterectomy (B)(6) 2023). At the time of the report, the pelvic pain had resolved. The reporter considered amnesia, arthralgia, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: essure device removal questionnaire: the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy for chronic pain unrelated to endometriosis / adenomyosis / myoma. Preservation of essures. Reporters considered that essure contributed to the occurrence of the event(s). The most recent follow-up information incorporated above includes data received on: 25-oct-2023: second essure device removal questionnaire received from different pharmacist: essure removal via total hysterectomy was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of recurrent abortion (3), gravida ii (2), parity 2, multi gravida (5), asthma, thyroidectomy and appendicectomy. As concurrent condition the report mentioned hyperthyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia (" joint pain"), pain in extremity ("plantar pain"), headache ("disabling intense headaches"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and dyspareunia ("intense dyspareunia"). The patient was treated with surgery (laparoscop. Removal of essure: cornuectomy,bilateral salpingectomy may-23, total hysterectomy jul-23). At the time of the report, the pelvic pain had resolved. The reporter considered amnesia, arthralgia, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: essure device removal questionnaire: the exact date of essure insertion is not known, but it occurred between the end of (B)(6) 2008 and the beginning of (B)(6) 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy hysterectomy for chronic pain unrelated to endometriosis / adenomyosis / myoma. Preservation of essures. . Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), gravida ii (2), parity 2, multi gravida (5), asthma, thyroidectomy and appendicectomy. As concurrent condition the report mentioned hyperthyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), arthralgia (" joint pain"), pain in extremity ("plantar pain"), headache ("disabling intense headaches"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and dyspareunia ("intense dyspareunia"). The patient was treated with surgery (laparoscop. Removal of essure: cornuectomy,bilateral salpingectomy (B)(6) 2023, total hysterectomy (B)(6) 2023). At the time of the report, the pelvic pain had resolved. The outcome of device breakage was unknown. The reporter considered amnesia, arthralgia, device breakage, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: essure device removal questionnaire: the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy hysterectomy for chronic pain unrelated to endometriosis / adenomyosis / myoma. Preservation of essures. . Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: new event device breakage & complication of device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/ the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), vaginal delivery (2), parity 2, multi gravida (5), thyroidectomy and appendicectomy. Concurrent conditions were listed as asthma and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion ("the broken parts were retrieved from the uterus"), dyspareunia ("intense dyspareunia"), headache ("disabling intense headaches"), arthralgia ("joint pain"), pain in extremity ("plantar pain"), disturbance in attention ("loss of concentration") and amnesia ("loss of memory"). The patient was treated with surgery (laparoscopic removal of essure by bilateral salpingectomy and cornuectomy on (B)(6) 2023 and total hysterectomy(B)(6) 2023). Essure was removed on (B)(6) 2023.at the time of the report, the pelvic pain and device breakage had resolved. The reporter considered amnesia, arthralgia, device breakage, device expulsion, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: device removal questionnaire - the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy for chronic pain unrelated to endometriosis/adenomyosis/myoma. Preservation of essures. Device breakage questionnaire - what broke: insert; which part broke: delivery catheter: gold band; insert: inner coil and outer coil. The recommendations for use were followed. Essure removal was medically necessary and on patient's request. The broken parts were retrieved from the uterus. There were no lesions. The outcome of the device breakage and associated conditions was recovered/resolved. The device is available at the reporter site. Lot number unknown. Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 22-mar-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/ the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), vaginal delivery (2), parity 2, multi gravida (5), thyroidectomy and appendicectomy. Concurrent conditions were listed as asthma and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion ("the broken parts were retrieved from the uterus"), dyspareunia ("intense dyspareunia"), headache ("disabling intense headaches"), arthralgia ("joint pain"), pain in extremity ("plantar pain"), disturbance in attention ("loss of concentration") and amnesia ("loss of memory"). The patient was treated with surgery (laparoscopic removal of essure by bilateral salpingectomy and cornuectomy on (B)(6) 2023 and total hysterectomy (B)(6) 2023). At the time of the report, the pelvic pain and device breakage had resolved. The reporter considered amnesia, arthralgia, device breakage, device expulsion, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: device removal questionnaire - the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy for chronic pain unrelated to endometriosis / adenomyosis / myoma. Preservation of essures. Device breakage questionnaire - what broke: insert; which part broke: delivery catheter: gold band; insert: inner coil and outer coil. The recommendations for use were followed. Essure removal was medically necessary and on patient's request. The broken parts were retrieved from the uterus. There were no lesions. The outcome of the device breakage and associated conditions was recovered/resolved. The device is available at the reporter site. Lot number unknown. Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, the event "the broken parts were retrieved from the uterus" was added and the imdrf codes were updated. The essure model was recoded to ess305. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), gravida ii (2), parity 2, multi gravida (5), asthma, thyroidectomy and appendicectomy. As concurrent condition the report mentioned hyperthyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), arthralgia (" joint pain"), pain in extremity ("plantar pain"), headache ("disabling intense headaches"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and dyspareunia ("intense dyspareunia"). The patient was treated with surgery (laparoscop. Removal of essure: cornuectomy,bilateral salpingectomy (B)(6), total hysterectomy (B)(6)). At the time of the report, the pelvic pain had resolved. The outcome of device breakage was unknown. The reporter considered amnesia, arthralgia, device breakage, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: essure device removal questionnaire: the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy hysterectomy for chronic pain unrelated to endometriosis/adenomyosis/myoma. Preservation of essures. Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), gravida ii (2), parity 2, multi gravida (5), asthma, thyroidectomy and appendicectomy. As concurrent condition the report mentioned hyperthyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint pain"), pain in extremity ("plantar pain"), headache ("disabling intense headaches"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory") and dyspareunia ("intense dyspareunia"). The patient was treated with surgery (laparoscop. Removal of essure: cornuectomy,bilateral salpingectomy (B)(6), total hysterectomy (B)(6) and removal of essure via laparotomy: corn, bilateral salpingectomy (B)(6), total hysterectomy (B)(6)). At the time of the report, the pelvic pain and device breakage had resolved. The reporter considered amnesia, arthralgia, device breakage, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: essure device removal questionnaire: the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy for chronic pain unrelated to endometriosis/adenomyosis/myoma. Preservation of essures. The insert: gold band, inner coil and outer coil were broke. It was stated that the recommendations for use weren't followed. The broken parts were retrieved from the uterus. There were no lesions. The outcome of the device breakage is recovered/resolved and the device is available at logipharma. Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jan-2024: the essure ¿ device breakage questionnaire was received: it was reported that the reason for post-procedure consultation was, that the patient had symptoms/complaints. The insert: gold band, inner coil and outer coil were broke. It was stated that the recommendations for use were followed. Essure was removed on 05-jul-2023. Essure was removed as it was deemed medically necessary and upon patient's request. Essure was removed upon a laparatomy. The broken parts were retrieved from the uterus. There were no lesions. The outcome of the device breakage is recovered/resolved and the device is available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a piece of the device remained inside the patient's body/ the fragment is part of the same device") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("a piece of the device remained inside the patient's body"). The patient had a medical history of recurrent abortion (3), vaginal delivery (2), parity 2, multi gravida (5), thyroidectomy and appendicectomy. Concurrent conditions were listed as asthma and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion ("the broken parts were retrieved from the uterus"), dyspareunia ("intense dyspareunia"), headache ("disabling intense headaches"), arthralgia ("joint pain"), pain in extremity ("plantar pain"), disturbance in attention ("loss of concentration") and amnesia ("loss of memory"). The patient was treated with surgery (laparoscopic removal of essure by bilateral salpingectomy and cornuectomy on (B)(6) 2023 and total hysterectomy (B)(6) 2023). At the time of the report, the pelvic pain and device breakage had resolved. The reporter considered amnesia, arthralgia, device breakage, device expulsion, disturbance in attention, dyspareunia, headache, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: device removal questionnaire - the exact date of essure insertion is not known, but it occurred between the end of 2008 and the beginning of 2009. Essure removal was performed at the patient's request as a result of disabling intense pain on (B)(6) 2023. Clear pain improvement in 3 months after surgery. Second essure removal date was provided: (B)(6) 2023 via total hysterectomy for chronic pain unrelated to endometriosis/adenomyosis/myoma. Preservation of essures. Device breakage questionnaire - what broke: insert; which part broke: delivery. Catheter: gold band; insert: inner coil and outer coil. The recommendations for use were followed. Essure removal was medically necessary and on patient's request. The broken parts were retrieved from the uterus. There were no lesions. The outcome of the device breakage and associated conditions was recovered/resolved. The device is available at the reporter site. Lot number unknown. Reporters considered that essure contributed to the occurrence of the event(s). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.